Event description:
It was reported that the customer had an off no power alarm occur without a low battery indication with their insulin pump. The customer's blood glucose level was reported at 292 mg/dl. Product is being replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test, off no power test and an error test. No unexpected low battery alarm, no unexpected off no power alarm and no error alarm noted. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.